Manufacturer narrative:
UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the vapr vue generator did not work anymore was confirmed. It was found that the 8-way socket assembly was corroded. The damaged connector was replaced and the device was cleaned, repaired, tested and found to be fully functional. Fluid ingress into the device is the root cause of the corrosion of the 8-way socket assembly. This would in turn have caused the customer to experience the reported issue. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019, and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019, and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that the vapr vue generator device did not work anymore. During in-house engineering evaluation, it was determined that the 8-way sock assembly was corroded. There was no procedure involved. No additional information was provided.